Event description:
It was reported that the ilet device was dropped by the user¿s son, resulting in a cracked and unresponsive touchscreen, and the user transitioned to backup therapy; the device problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with physical damage, aligning with a fractured device and failed touchscreen functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.